Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a difficult time pressing the buttons on the insulin pump. Customer also reported they were stuck in the rewind process. Customer's blood glucose was 109 mg/dl. The customer declined a replacement insulin pump at the time of the call. Customer also declined to return the insulin pump for analysis.